Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. (B)(4).

Event description:
It was reported that over the past week, the patient noticed a lower heart rate and has felt worn out, sluggish and lightheaded. Intermittent capture was found on the right ventricular lead. Reprogramming was done and 100% pacing was noted after the final reprogramming. The patient felt an immediate improvement after the reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The lead also exhibited elevated and unstable thresholds. The lead was capped. The chronic atrial lead will be used for pacing.